Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure with a use of the sealer divider, the device jaws were difficult or impossible to close and difficult or impossible to open and the knife blade was sticking out of the jaw. Another device was reportedly used successfully with the same generator. The procedure was prolonged due to a product issue and the patient required x-ray imaging to confirm that no parts from the vessel sealer were retained in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the beginning of a colectomy procedure with the use of the device, the device jaws were difficult or impossible to close and difficult or impossible to open, and the knife blade was sticking out of the jaw. The surgeon stated that the device was applied to very thin tissue. When surgeon went to apply the device on the tissue the knife blade automatically got stuck. They tried to pry open the jaw and had a hard time retracting the knife blade because it was stuck. Another device was reportedly used successfully with the same generator. The procedure was prolonged due to a product issue and the patient required x-ray imaging to confirm that no parts from the vessel sealer were retained in the patient.